Event description:
The consumer was driving down the hallway when the chair allegedly started smoking from under the seat. No injury is alleged.

Manufacturer narrative:
Consumer reportedly was transgressing a hallway and chair was smoking from under their seat. The dealer reported cables/wires were melted. Electronic malfunctions within the controller, including any debris that may result, are well contained within the metal enclosure of the device. No risk of shock is presented to the user. If there was an electronic component failure, some degree of smoking can occur, however, this is not an indication of sustained combustion. Malfunction has not been established. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or a service error may have caused or contributed to this incident. MDR filed as a conservative measure.